Manufacturer narrative:
Date of report: 08sep2021.

Event description:
The customer reported that a ventilator experienced a proximal sensor pressure failure during clinical use on a patient. The device was in clinical use at the time the issue was discovered. The patient was transferred to another working ventilator thus causing a delay to patient therapy. There was no patient or user harm reported. The device was evaluated by the customer and a remote philips remote service engineer (rse). The customer confirmed the reported issue. The customer replaced the data acquisition (da) printed circuit board assembly (pcba). This action repaired the reported issue. The device was returned to service. No other anomalies were reported.

Manufacturer narrative:
The data acquisition board was returned for failure investigation. No-fault found. Failure investigation could not replicate the problem.

Manufacturer narrative:
The power management (pm) board was also returned for failure investigation. The customer complaint was verified. The root cause is failure of u16 in the pm board.

Manufacturer narrative:
The customer reported that a ventilator experienced a proximal sensor pressure failure during clinical use on a patient. At bench repair, the unit was displaying a 1007 error code indicating a machine and proximal pressure sensors failure. Moreover, the fan guard filter and isolation mounts were found to be damaged. At bench repair, the field service engineer replaced the power management board, fan guard filter, and the fan isolation mount. The device was reported to have been fixed. No other anomalies were reported.

Manufacturer narrative:
The customer replaced the data acquisition (da) printed circuit board assembly (pcba) and the motor control (mc) board. It was reported that these modifications did not repair the issue. The device is currently pending repair and will be sent to bench repair.